Event description:
It was reported that the patient had a replacement in (B)(6) of the year prior to the report because he had an ¿issue with the leads¿. The reporter indicated that since the original implant, it hadn¿t "really worked".

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3093-28, lot# v218741, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient was told that the leads had moved.

Manufacturer narrative:
(B)(4)